Manufacturer narrative:
Device manufacture date not available; no lot number provided. Product not returned to manufacturer.

Event description:
Customer reported that the unknown biomet screw fractured in the patient mouth at site (B)(6). Part of it is stuck in the implant.

Event description:
Customer reported that the iunihg screw fractured in the patient's mouth at site #29. The fragment was removed.

Manufacturer narrative:
No product was returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: document type(s) reviewed: biomet 3i restorative manual, instrm rev b 10/15. Biomet 3i restorative IFU (instructions for use) p-iis086gr rev. E 11/2015. Information identified: instructions for use of the recommended restoration are provided along with the appropriate torque values. In the case of certain® gold-tite® hexed screws it is recommended to torque at 20ncm. Precautions: biomet 3i restorative products should only be used by trained professionals. The surgical and restorative techniques required to properly utilize these products are highly specialized and complex procedures. Improper technique can lead to implant failure, loss of supporting bone, restoration fracture, screw loosening, ingestion and aspiration and/or swallowing. Components made from peek material are intended for use for up to 180 days. The complainant reported that the ¿screw fractured in the patient mouth at site #29¿. The complaint could not be verified, as the product was not returned for inspection. A definitive root cause could not be identified.